Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the component failures were due to overloading and deterioration over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a distal end chipped and pusher cover was detached during reprocessing involving an olympus endoscope sheath. There was no patient injury reported.